Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cross brace was severed at the center hole where the cross brace is mounted to an additional cross brace. The cross brace bracket was in good condition, but there was corrosion present on the bottom portion. The upper portion of the cross brace had minor scratches and corrosion at the hole where the pivot link is mounted. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cross brace of having a fracture at the center mounting hole. Complaint of "cross brace broke at the center" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cross brace was severed at the center hole where the cross brace is mounted to an additional cross brace. The cross brace bracket was in good condition, but there was corrosion present on the bottom portion. The upper portion of the cross brace had minor scratches and corrosion at the hole where the pivot link is mounted. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cross brace of having a fracture at the center mounting hole. Per dealer the cross brace broke at the center.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the cross brace broke at the center.